Event description:
The manufacturer received information alleging a ventilator was not functioning properly. The device was not in patient use. During the evaluation of the device at a third party service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.